Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. As no sample was returned for investigation, no evaluation could be performed. Based on the information received, the results are inconclusive and the root cause of the event is unknown. This application represents an off-label use. The fluency tracheobronchial stent graft is indicated for use in the treatment of tracheobronchial strictures and has never been tested for an application as described in this case. The IFU supplied with this product states that the safety and effectiveness of this device for use in the vascular system has not been established.

Event description:
It was reported during a fistulagram of the right thigh, 20mm of the stent deployed and then the tuohy cracked and broke. The doctor had to pull the stent through the vessel back into the sheath to remove it from the patient. The doctor encountered a great deal of resistance when trying to deploy the stent. The patient's anatomy was not tortuous. The case was continued using a ptca. There was no patient injury reported.